Manufacturer narrative:
The eversense cgm system performed as designed as the device did provide the low glucose alert to the patient. As of (B)(6) 2019 the user reported that she is doing fine.

Event description:
On (B)(4) 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and reported the continuous glucose monitoring system did provide an alert. The user was able to self-treat her symptoms and did not require medical attention.